Event description:
On 7/29/2025, the user reported elevated blood glucose (bg) levels since breakfast while using the ilet device. The device did not indicate any delivery interruptions or alarms, and the infusion set was confirmed to be intact. A fingerstick test confirmed a bg level of 278 mg/dl. The ilet alerted the user to the high bg. To address the issue; the user performed a full supply change with assistance from a support agent. No symptoms, external assistance, or medical intervention occurred.

Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.